Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. UDI#: (B)(4).

Event description:
It was reported that one of the nurses in the ER stuck her finger on the non-patient needle under the yellow sticker of the 120 ml bd vacutainer® plastic urine collection cup. There was urine in the cup, but the needle had not been used yet to draw up sample into the tubes. The nurse is taking anti-viral medications prescribed by the infectious disease doctor at the hospital. She is 20 weeks pregnant, and has not yet contacted her obstetrician.